Manufacturer narrative:
Article citation: chen r, ren l, xu f, wang m, li z, lv w, hu z, yao c, chang g, wang s, wang j. (2026). Midterm outcomes of endovascular versus open surgical repairs of popliteal artery aneurysms and pseudoaneurysms: a retrospective study from a single center. Ann vasc surg. 123: 735-743. Https://doi.org/10.1016/j.avsg.2022.04.002 available online 21 april 2022. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code d15 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was received for the same set of patients and study period through literature article "midterm outcomes of endovascular versus open surgical repairs of popliteal artery aneurysms and pseudoaneurysms: a retrospective study from a single center" ann vasc surg. 123: 735-743. This study was to compare the clinical outcomes of endovascular repair (ER) vs open surgical repair (or) of 19 popliteal artery aneurysms (paas) patients and 23 pseudoaneurysms (papas) patients treated between january 2003 and september 2020. Great saphenous vein grafts (non-gore), prosthetic grafts (non-gore) were used for or patients, viabahn stent grafts were used for ER patients. Follow-up clinical data showed one case of endoleak for the ER group. Reinterventions in the ER group included percutaneous angioplasty with or without stenting for endoleaks.